Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. One possible cause is that the rf current was applied without keeping a sufficient distance from the distal end when using a radiofrequency ablation device. However, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in biopsy channel and a burned distal cover. There was no patient involvement.